Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The guide wire was returned for evaluation. Tightening of the coil wire due to accumulated torsion was observed at the mid solder (fixing the coil wire onto the core) located at 75mm from the tip. Distal to the mid solder, coil elongation was observed. At approximately 3mm proximal to the tip, the core came out from a part where coil pitch was widened. The exposed core was microscopically observed. The core-composing inner coil wire was found twisted off. The core wire underneath the inner coil wire was observed after removing the inner coil wire. The exposed core wire was found twisted off. The proximal side of the fractured core was observed after removing the coil wire. The core wire on the proximal side of fracture was out of the elongated coil wire and found twisted off at approximately 72mm distal to the mid solder. Although the core wire was fractured, the coil wire remained in one unit as the ball tip was found at the very distal end of the returned guide wire. Measurement of the core length supported that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with continuous wire manipulation had most likely contributed to the observed core fracture. The applied torsion would accumulated and exceed the design limit likely when the tip was being trapped in the cto, leading the core to become twisted and eventually separated. Observed elongation of the inner coil wire was likely caused by tensile stress generated with removal from the patient. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi gaia next 2 guide wire became trapped in anatomy during a pci to treat a cto in the rca #2. The guide wire was advanced retrogradely and became trapped in the lesion multiple times. The physician decided to remove the guide wire when resistance was met with a concomitant microcatheter so that the both devices were removed together. After removal, the tip of the guide wire was found damaged. A new guide wire of the same brand was replaced to resume the procedure. The procedure was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event.